Event description:
Dealer is stating that the right leg of the lift is stripped where the rear caster inserts, as well as the fork screw on the rear caster is stripped. Caster is falling out. No injuries

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.